Event description:
It was reported that the patient had her system explanted. The patient had an infection that required antibiotic treatment and she was hospitalized. . A culture was taken from the device pocket and blood. The patient's symptoms were fever, redness, and sweating. The patient sustained no injury.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).